Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead was capped and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
.